Manufacturer narrative:
Evaluation: the cannula was visually inspected and a crack was observed at the t-connector portion of the cannula. The device is under further evaluation into root cause.

Event description:
It was reported that the customer had two recent cases on which the fem-flex femoral arterial cannula had leaked due to a crack in the connector, near the base of the female luer fitting.

Manufacturer narrative:
Evaluation: the cannula was visually inspected and found the crack observed at the t-connector portion. The root cause of the reported issue could not be confirmed. The manufacturing operators will receive refresher training as initial corrective action. Further corrective action needs will be assessed through a product risk assessment. The label and IFU were reviewed and found to be adequate. Manufacturing records were reviewed and there were no nonconformances associated with this lot. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.